Manufacturer narrative:
As reported in a research article, a patient had the septal occluder explanted after erosion of the device and chest pain, hypotension, tachycardia, pericardial effusion, and tamponade. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Reference manufacturing report number: 2135147-2019-00394, 2135147-2019-00395, 2135147-2019-00396, 2135147-2019-00397, 2135147-2019-00398, 2135147-2019-00399, 2135147-2019-00400, 2135147-2019-00402, 2135147-2019-00403, 2135147-2019-00404, and 2135147-2019-00405. It was reported through a research article identifying an amplatzer septal occluder (aso) that may be related to an explant. Specific patient information is documented as (B)(6) year old female. Details are listed in the attached article, titled [risk factors and predictors of cardiac erosion discovered from 12 japanese patients who developed erosion after atrial septal defect closure using amplatzer septal occluder]. It was reported through the literature that an aso was implanted. The device was implanted despite the device being partially migrated. Post procedure, the patient developed chest pain, hypotension and tachycardia and was found to have pericardial effusion and cardiac tamponade. It was founded that there was erosion, with the eroded site at the right atrium roof beside the valsalva sinus wall in non-coronary cusp, on which the edge of the disk was thought to be compressing. The patient was treated with drainage and the perforated right atrium roof and the adjacent valsalva sinus wall were surgically repaired 12 hours post procedure without any other complications.